Manufacturer narrative:
Additional information about date of hospitalization has been received which was incorrectly included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2020 due to high blood glucose.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test and force sensor test. The test p-cap does not lock in place properly and unable to perform the displacement test, displacement accuracy test and occlusion test due to missing retainer and missing reservoir tube o-ring. No unexpected resume noted. Device received with serial number label missing, cracked select button keypad overlay and keypad overlay texture damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose, insulin pump was not giving enough insulin on (B)(6) 2020 with blood glucose level was 400 mg/dl. Customer experienced symptoms such as vomiting, exhausted, sweat and chest pain. Customer stated retainer ring came off and reservoir was able to lock in place when inserted into insulin pump. Customer was not using auto mode. Customer declined troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.